Event description:
Patient's daughter reported pump malfunction/cassette issue. Patient was setting up pumps with cnss present while still hooked up to hospital pump . There was no interruption to therapy. Per pt daughter, there was a cassette issue, there was no suction and medication spilled into pump. Per daughter they had trouble getting air out, there was a pressure issue (but possibly was a high pressure alarm) and even tried a new cassette and it still wasn't working. They tried the backup pump and still had high pressure alarms, but they manipulated pump/tubing and resolved the issue. Replacement pump is being shipped. Faulty pump serial number: (B)(6). Cassettes and lot# not available. No further information provided. No side effects reported. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to cvs/caremark by pt/caregiver. Ref report: mw5146464.